Event description:
The account alleged the bed exit has no audible alarm. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit power control board assembly to resolve the issue.